Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, during a bipolar hip arthroplasty, the v40 head did not slide smoothly on the insert of the centrax.

Manufacturer narrative:
An event regarding size/fit issue involving a centrax bipolar head was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual inspection indicated the centrax head was received along with the corresponding metal head and locking ring. No damage was observed on any of the components. Although there is some slight resistance when rotating the head within the centrax head, the head still moves freely within centrax head. A functional using a gauge could not be performed by operations engineer as head was returned assembled with the centrax head. -clinician review: not performed as medical records were not received for review with a clinical consultant.. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the reported event was not confirmed nor can the root cause be determined. Although there is some slight resistance when rotating the head within the centrax head, the head still moves freely within centrax. Head. A functional using a gauge cannot be performed by the operations engineer indicating that the devices were returned assembled, therefore, they could not be re-inspected. Additionally, the product has met stryker's internal requirements. No further investigation for this event is needed. If additional information is received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that, during a bipolar hip arthroplasty, the v40 head did not slide smoothly on the insert of the centrax.